Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. Programming changes were made. The patient was stable.